Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: after the doctor performed central venous catheterization, the tubing was unobstructed. However, after connecting the needleless closed infusion connector, the infusion became unobstructed. Even after replacing the needleless closed infusion connector, the infusion was still unobstructed. The infusion became unobstructed after the needleless connector was removed. Additional information received from the customer: please confirm when was the issue identified? During priming or infusion? During infusion. Please confirm what medication was being administered during the event? Gentamicin injection. Please confirm if the medication was stored in the refrigerator? If yes, was it allowed to reach room temperature before use? Yes. Please confirm the make and model of the connecting products? Weigao infusion set; the infusion set is fine. Please confirm if there are any visible defects to the device i.e., cracks, flashes, kinks? None. Please confirm if the connecting product has a luer slip or luer lock connection? Yes. Please confirm whether the flow was completely or partially blocked? Completely blocked. Please confirm if there is any patient impact? None. Please confirm the number of products affected. 1 unit.

Manufacturer narrative:
Device evaluation: a 2000e china product was not available for investigation of pr (B)(4): however, the customer confirmed that the complaint sample was from lot 24075027. The feedback provided by the customer states that, "infusion flow was obstructed after connecting a needle-free closed infusion connector." Further information from the customer has stated that complete occlusion was observed during infusion of gentamycin. Weigao infusion set was the connecting product used. No physical damages were observed with the product and there is no patient impact. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24075027 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.